Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 450cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed both visually and by palpitation. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate plus profile 450cc saline breast prosthesis on (B)(6) 2017. Date of implant was reported to be (B)(6) 2014, but the DHR review for the reported lot number states that the manufactured date of the implant is (B)(6) 2017. It is possible that the reported lot number for the deflated device is incorrect. However, this lot number will be reported as-is until further information becomes available.